Manufacturer narrative:
Analysis of the catheter found difficulty with sutureless connector led to explant. Conclusion code no longer applies.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 751.7 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and other spasticity. The patient's medical history included cerebral palsy. It was reported during a pump replacement surgery the surgeon had difficulty removing the sutureless connector portion of the catheter from the pump. The components of the connector separated and the inner cuff remained on the catheter port while the outer silicone portion was removed. Due to the damage, a new 8578 connector was placed. The issue was resolved at the time of this report. The patient status at the time of this report was "alive - no injury." If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.